Event description:
The reporter indicated that he could not align the screen of his (B) (4) with his stylus, despite the amount of pressure that was used, and that the device would not progress from this screen. Troubleshooting steps were performed and were unsuccessful. The device was returned to software MFR and an analysis of the device revealed that the issue was associated with a defective screen. Once this screen was replaced with a known functional screen, device functionality was restored.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.